Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial implant procedure, an intraoperative type lllb endoleak was identified at the bifurcation of the graft. The physician elected to treat the patient by relining with an additional bifurcated afx2 device and the endoleak was confirmed resolved. As of date, there have been no additional patient sequelae reported. Correction to the initial report. The patient was initially implanted with an afx2 bifurcated stent graft, a afx suprarenal stent graft extension, an ovation ix extenders and a ovation ix iliac limb to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use (off -label) due to adjunctive devices not compatible with afx2 system.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, an intraoperative type iiib endoleak of the bifurcated stent graft was resolved with an additional bifurcated stent graft was confirmed. This event is most likely user related due to the off label, concomitant use with products outside the IFU (ovation right limb) and the extra manipulation with the bifurcated stent graft implant during the implant of the ovation extension. The procedure related harms for this event could not be determined with the medical records / imaging available for review. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial implant procedure, an intraoperative type lllb endoleak was identified at the bifurcation of the graft. The physician elected to treat the patient by relining with an additional bifurcated afx2 device and the endoleak was confirmed resolved. As of date, there have been no additional patient sequelae reported.